Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that carboplatin leaked from between the bd phaseal¿ protector p50j and vial during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in order to prepare carboplatin (45 ml, liquid form), the hcp aspirated about 50 of air and then heard the sound like air leaking, with the protector balloon not inflating. The hcp then turned the vial upside down to aspirate the drug solution, and saw a large amount of liquid leaking." "The leakage is reported as between vial and protector."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 7/7/2021. H.6. Investigation: one sample was returned to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the protector membrane, the needle of the protector penetrated the rubber stopper properly, although it was observed the needle penetrated the vial slightly off center on the rubber stopper. Functional testing was performed, liquid inside the syringe could successfully move to the vial and back to the syringe without issue, however, a leakage between the protector and vial was observed. A device history review was performed for suspected lots 2007124, 2007113, and 2007112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes visual and functional evaluations throughout manufacturing, including leakage testing to ensure the quality of the membrane, and verification all critical dimensions are within specification. Results were reviewed for suspected lots 2007124, 2007113, and 2007112, all results were found to meet required specification. Based on the investigation and sample evaluation, it was determined this incident was likely due to an improper connection of the protector onto the vial.

Event description:
It was reported that carboplatin leaked from between the bd phaseal¿ protector p50j and vial during use. The following information was provided by the initial reporter, translated from japanese to english: "in order to prepare carboplatin (45 ml, liquid form), the hcp aspirated about 50 of air and then heard the sound like air leaking, with the protector balloon not inflating. The hcp then turned the vial upside down to aspirate the drug solution, and saw a large amount of liquid leaking." "The leakage is reported as between vial and protector.".